Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited right atrial (ra) impedance measurements of greater than 3000 ohms, noise, oversensing, and inappropriate atrial tachy response (atr) episodes. The patient did not experience any pacing inhibition due to the noise. There were also episodes of pacemaker mediated tachycardia (pmt) noted. No adverse patient effects were reported. The device remains in service.